Event description:
It was reported that the lead exhibited noise as seen on a stored egm. The noise triggered vf diagnosis, but therapy was aborted. The physician elected to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.